Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, patient factors (female gender, age ¿ 83 years old, an ef of 35%, moderate annular calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post implant of a 23mm sapien xt valve, the patient suffered a stroke. Access was obtained via a left-sided thoracotomy and a 23mm sapien xt valve was passed to the native aortic valve. Upon initiation of rvp, the patient's rhythm changed to v-fib. The valve was deployed in good position and functioned normally; however, the v-fib continued and the patient had no blood pressure. The patient was defibrillated and cardiac massage was initiated. Vasopressors were also initiated with limited success. The native rhythm returned with an av block; however, the blood pressure did not return. The patient was then placed on bypass and the blood pressure was at 102/50 mmhg. The temporary pacemaker was paced at a rate of 100 bpm. The thoracotomy was explored and a hole in the right ventricle was noted and repaired with good results. The patient also received multiple units of packed rbcs. The patient was able to be removed from bypass and the intrinsic blood pressure was 84/32 mmhg with vasopressor support. The patient was transferred from the or in hemodynamically unstable condition with vasopressor support, still intubated. The patient was extubated postoperative day (pod) 1. On pod1, the patient suffered a stroke. At the time of this report, the patient was recovering well and did not require a permanent pacemaker.

Manufacturer narrative:
Corrected information: patient identifier.